Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03165 / 03166). Remains implanted.

Event description:
During a revision to removed the radial head locking screw, the surgeon could not manually reduce radial head so decided to use the provisional locking screw to do so, which then could not be removed.

Manufacturer narrative:
This follow-up report is being filed to correct information.